Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during an endoscopic variceal ligation (evl) procedure during an active bleed performed on (B)(6) 2016. According to the complainant, after the patient was discharged, the patient threw up three bands. The patient had to come back to the hospital and another speedband superview super 7 device was used to band the varix. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during an endoscopic variceal ligation (evl) procedure during an active bleed performed on (B)(6) 2016. According to the complainant, after the patient was discharged, the patient threw up three bands. The patient had to come back to the hospital and another speedband superview super 7 device was used to band the varix. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on june 20, 2016. The endoscopic variceal ligation (evl) procedure was performed on (B)(6) 2016 and the patient threw up three bands and returned to the hospital on (B)(6) 2016.

Manufacturer narrative:
Received three bands for analysis with residue present indicating use. The other components were not returned. A visual examination of the bands found that there were no issues. Based on the dfu, "caution: ligating bands may be difficult to apply to small (grade 1) varices. It is not generally necessary to ligate grade 1 varices," the grade of the varices was unavailable. Therefore, the most probable root cause is anticipated procedural complication. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during an endoscopic variceal ligation (evl) procedure during an active bleed performed on (B)(6) 2016. According to the complainant, after the patient was discharged, the patient threw up three bands. The patient had to come back to the hospital and another speedband superview super 7 device was used to band the varix. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on june 20, 2016. The endoscopic variceal ligation (evl) procedure was performed on (B)(6) 2016 and the patient threw up three bands and returned to the hospital on (B)(6) 2016.